Manufacturer narrative:
The device was returned and evaluated. Bent cannula confirmed. A small tear was also found in the soft cannula near the tip of the hard needle. Some insulin would be able to make it through the soft cannula even with the bend and slight tear but this may have ultimately led to the patient's report of high bg (blood glucose) levels depending on how much insulin was able to make it through the fluid path. There was a timeout observed in the data that occurred around pulse 3050 though no hazard alarm occurred. After this quick climb in pulse width, the pulse width returned back to normal for the remainder of the pod run.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system, user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels exceeded 27.8 mmol/l (500mg/dl) while wearing the pod between 24 and 36 hours on the leg. The customer noticed that the cannula was bent into a 90 degree angle. A new pod was applied and an injection of insulin was administered to treat the hyperglycemia.